Event description:
The customer stated that her blood glucose readings had been too high. While troubleshooting, it was discovered that her meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A new breeze2 meter was sent to the customer.